Event description:
The patient had no symptoms or alarms that triggered the echo, was not admitted to the hospital, and has had no further testing for the event. It is unknown if the inr had dropped below therapeutic range prior to the echo findings; however the patient would have taken clexane if there had been a sub-therapeutic inr. No known contributing factors have been identified. There has been no further problems or treatment related to the findings.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. In addition, review of controller log files did not reveal any abnormal pump operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist device (vad) coordinator at the site in australia reported probable thrombus near the inflow cannula was viewed on echo (echocardiogram). There was no change to treatment and no effect on the patient. The inr was 2.0-2.8. It was indicated that the patient was in the clinic at the time of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines that serious and life threatening adverse events including device thrombosis have been associated with implantation of ventricular assist devices (vads). Setting of parameters and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) are outlined in the IFU. Based on the limited available information, no conclusion can be made regarding the root cause of the event. Patient comorbidities, coagulopathies, and pharmacological factors are known to potentially contribute to these types of events. With review of the available information there is no indication of any device manufacturing or performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.